Manufacturer narrative:
Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located so no investigation could be performed.

Event description:
Reporter stated the "ok" button on the infusion device is defective. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.